Event description:
On january 14 I started tms with a nuerostar machine. Due to lack of motivation, concentration, and obsessive intrusive thoughts (no compulsions). The first 3 sessions were on my dorsolateral prefrontal cortex (dlpfc). I felt very over stimulated and out of it during that time. During the 4th session they added stimulation to my anterior cingulate cortex (acc) for obsessive-compulsive disorder (ocd). I began to feel more and more over stimulated and out of it and something was very wrong. They told me to keep going, which I did. On my 7th session during the dlpfc stimulation I felt a very intense physical sensation, almost an opening feeling in the front part of my head followed by immediate panic. I told the coordinator what happened and they weren't sure so they told me to keep going. I did two more sessions and after my 9th session I had an 8 hour panic attack at home that evening. I stopped treatment after that and the next 4 nights I had panic attacks as well. Since then I have been stuck in an absolute nightmare. I have not had a safe or ok feeling in 3 months combined with the worst imaginable depression. I feel like I'm trapped in hell. With this constant something is wrong feeling as far as all my moments, talking, everything is just constant something is wrong or error. My spatial awareness especially of my head itself is off. I also have this constant fear and mental pain and kind of this dissociation with reality. I just lost my life in basically two weeks somehow. I have not suffered from panic besides a one off episode in 2013. The place I got the tms is not responding after what happened. I'm curious if you might have any idea what happened or how to get out of this nightmare? I have attached the protocol they did. Thank you so much for your help, (B)(6).